Manufacturer narrative:
The event occurred in (B)(6). Upon further investigation, this products should not have been filed as roche us does not sell a like or similar device.

Event description:
Caller reports the accu-fine needle broke off into his skin. He was unable to remove the lancet fragments on his own; the caller's physician advised the caller that the fragments did not need to be removed. It is not known if medical treatment was ever given. The material will not be returned.

Manufacturer narrative:
The event occurred in (B)(6).